Event description:
"Motor leaking oil at safety seal/allen heads" is the reason stated on the repair order. On following-up conversation with the hosp, a person said that they do not remember any specific events. However, if it was noticed during a case, the surgeon simply replaced it with a back-up and finished the case. No incidents or pt injury occurred - they just needed service for the equipment.